Event description:
A diabetic educator called lfs on regarding the pt's meter in 2002 alleging that the meter had a display issue. It is unknown what the display issue was. The pt had stopped testing on the meter due to the "meter not working". Pt was taken to the emergency room and the lab test was 1274 mg/dl. (Unkonw date/time). Pt was hospitalized for high blood glucose. The diabetic educator did not allege that any harm was due to the meter. The checkstrip test passed on the meter. No further info was been reported attempted unsuccessfully to contact the diabetic educator and the pt to obtain more info.